Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k061118.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the onetouch ultramini was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided to customer service. On (B)(6) 2011 at 7:37 pm, the patient obtained the blood glucose reading of 134 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. The patient alleged that he obtained the reading of 134 mg/dl on six subsequent tests. On (B)(6) 2011 at 1:00 am, the patient experienced the symptoms of lightheadedness, dizziness and "seizure type behavior" after obtaining a reading of 134 mg/dl. The patient took himself to the emergency room. At 1:15 am the patient's blood glucose level was tested to be 109 mg/dl, and he was treated intravenously with glucose and fluids. The patient manages his diabetes with the oral diabetes medications metformin 1000 mg x2/day, actos 15 mg and lantus insulin 40 units per day. Quality control testing was performed during the troubleshooting telephone call, with passing results. The meter, test strips and control solution were replaced. The passing control solution results indicate the meter and test strips were functioning appropriately. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings, and received emergency medical attention and treatment with glucose, this complaint is being reported.